Manufacturer narrative:
Section weight and ethnicity: unknown/ not provided. (B)(4). The system was evaluated by a field service engineer (fse). Fse peaked amplifier, cleaned objective, performed z-calibration. System meets all manufacturer's specifications. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that patient had lasik procedure. Settings for the flaps were 110um and 8.8 pocket on. There were no suction issues on either eye. Flap of left eye (os) went beautifully. Everything looked great with docking for femto of right eye (od) then during the raster pattern a small bubble/island appeared. There was no corneal scarring on this patient. Flap lift attempted but there was a large area of approximately 2x6mm paracentrally/peripherally left untreated. A bandage contact lens (bcl) was placed and case was abandoned. Patient is seeing fine with glasses and best corrected visual acuity (bcva) has not been checked. The surgeon will be bringing the patient back to finish the treatment with a photorefractive keratectomy (prk) to both eyes. Pre-op bcva 20/20.